Event description:
Individual applied compress (cold application) to knee for pain. Individual experienced a hot sensation and noticed gel leaking down leg. Upon removal of compress, individual states blisters began to form and was transported to the hospital where doctors attributed blisters to a chemical burn. Individual prescribed silverdine and antibiotics for infection and lost time from work.

Manufacturer narrative:
Product was last mfg in june of 2009. Primary ingredient cellosize hydroxyethyl cellulose (B)(4).